Event description:
Healthcare professional reported, left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, broken assessed, as surgical damage. Observed, opening assessed, unidentified (tear) opening (no shell thickness, due to opening is under plug strap). And missing piece of shell assessed, as inconclusive. Additional observations: no other observation observed. No further actions are required, since no manufacturing issue is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.